Event description:
It was reported that the device's bolus connector was broken. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, damaged remote dose connector, and a damaged battery compartment. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the damaged pin in the remote dose connector was the root cause. The dso seal, remote dose connector, and battery compartment were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.